Event description:
Additional information was received from the patient. It was reported that once the leads were removed the patient¿s organs started to fail. The patient stated that it was when they were removing the leads was when one of the leads caused the blood clot. This caused both of the patient¿s legs to be numb and it felt like there was a rush of electricity even though everything was out the patient could still feel it. The patient also noted that he had a ¿loss of bladder¿. It was noted that the patient was talking to a nurse during the call to the manufacturer and told the nurse that his blood pressure was real high. The patient stated that he was in the hospital in recovery as of (B)(6) 2016. The patient was to follow-up with a healthcare professional. Additional information was received from the patient. It was reported that the patient was in a care center or nursing home on (B)(6) 2016 and he got intravenous antibiotics daily for the infection. It was noted that they figured out it was a staphylococcus aureus infection. The patient thought he got the infection because where he lived in a ¿nasty house¿ was really dirty. The patient got the infection after the wires were out, not while they were in. The patient had been in the hospital for nine days and was now in the care center. It was noted that the patient had been evicted from where he was living while in the hospital. When asked to clarify about the organ failure, the patient stated that his bladder didn¿t work, and his bowels stopped working along with his legs. It was noted that his bladder and legs were now working. The patient had been going to therapy at the care center. It was noted that he still had issues with constipation. It was noted that the patient wanted to get better soon because the trial implant really helped him and he would like to go back to work too. It was noted that the patient had an appointment to go to.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was trialing a neurostimulator. It was reported that the patient¿s trial began on (B)(6) 2016 and the leads were pulled on (B)(6) 2016. The patient notified the rep that on (B)(6) 2016 the patient started experiencing loss of organ function, inability to urinate, and inability to walk. The patient reported that they went to the emergency room via ambulance where an MRI found a blood clot on their spine from the trial that was putting pressure on the spinal cord and causing the patient¿s symptoms. The patient reported that they had surgery to remove the blood clot and now they had an infection as well. The patient didn¿t give the rep a lot of information about the infection and didn¿t know if it had started before or after the surgery was done to remove the blood clot. It was noted that as of (B)(6) 2016, the patient was still in the intensive care unit recovering. The rep and the patient were unable to reach anyone at the managing physician¿s office to notify them of the issue. The rep had a colleague try to reach the office and left them a voicemail of the patient¿s situation. It was noted that the rep did not know who the patient¿s physician was at the hospital.